Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not detected on bus. A field service engineer opened the back panel and found that the bus cable had come loose. The bus cable was reseated, restoring proper function. Additionally, checked all bus cable connections behind back panel. Checked bus cable between auxiliary and comm sled. Eset 12 (upgraded), rss 4.12 installed. Serial numbers in application match physical assets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was not detected on bus, user restarted the device twice but still was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.